Manufacturer narrative:
A device history record (DHR) review was conducted and there were no discrepancies or abnormalities relevant to the complaint. A product sample was received for evaluation. Visual inspection was performed. Complainant returned 61 unopened, unused samples for analysis. Twenty of the returned samples were visually evaluated and tested for force to advance (fta) per stm 480. Visual examination of two of the samples indicated the presence of excessive blunt adhesive. This excess adhesive, on the exterior of the rod segment of the component, interferes with the advancement of the hook component through the body sealing o-ring. Review of the machine logbook indicates that there was an issue with force to insert faults with the root cause determined to be due to excessive blunt adhesive filling over the top of the hook rod. Corrective action was to lower the dispensing volume of adhesive. The root cause of the reported problem was determined to be the manufacturing related non-conformance. As a correction, this complaint was communicated to appropriate personnel. No further corrections will be conducted at this time.

Event description:
It was reported that the nurse inserted the catheter, but the nurse was not able to retract the needle out of the catheter. The catheter and needle both were removed. No patient injury was reported.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07423 is no longer considered reportable, please disregard any MDR reports associated with it.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07423 is no longer considered reportable, please disregard any MDR reports associated with it.